Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between the sensor glucose and blood glucose value. The event involved product(s) mmt-7040ma. The customer also experienced hyperglycemia. Troubleshooting was performed, and it was determined that the discrepancy between the sensor glucose value of 70 mg/dl and the corresponding blood glucose value of 600 mg/dl exceeded the acceptable range. The customer further reported that insulin delivery was not suspended during this period. The customer was informed that sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. Mmt-7040ma was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low readings under 200 dextrose 1 % oxygen more of 20 % difference compare with 200 dextrose 5% oxygen. See attached file for details. In summary, the customer complaint of sensor glucose vs. Blood glucose event was confirmed. Sensor failed for low readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and d10 with this report.

Event description:
Updated summary: based on latest updated information, the event involved product(s) mmt-7040ma, mmt-1884l, mmt-441ag, mmt-332a. Mmt-7040ma was returned for analysis. No product return was not required for mmt-1884l, mmt-441ag, mmt-332a.